Event description:
It was reported that the unit is sparking when plugged in prior to a procedure. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The field service technician found that the hubble plug on ac cord, blades are damaged. The technician replaced hubble plug end of power cord, and returned the unit to service.